Event description:
It was reported that the screw broke off post surgery. Patient claimed pain and surgeon found out that the screw was broken. The broken piece was retrieved in a second surgery, the rest of it still remains in the bone.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Returned device include part of a retroscrew. Screw is broken off approximately 3 threads from the distal end. The most likely cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, improper bone preparation and/or the utilization of an incorrectly sized screw. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.